Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that, two days after implant, their device was "messing up" and not working right. The cardiac resync hronization therapy defibrillator (crt-d) device remains in use. No patient complications have been reported as a result of this event.